Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The blood glucose was unknown. The customer also reported that chips out of pump body near battery compartment, rewind was slower and louder and insulin pump had no delivery alarm. The device will not be returned for the analysis.